Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, cracked front closure and bent battery lock were noted. Autopulse is a reusable device and was manufactured in 02/05/2013, therefore, this type of damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. During archive date review, multiple user advisory 41 (patient temperature sensor failure) messages were observed on the date of (B)(6) 2016 thus confirming the reported complaint. The autopulse platform passed functional test without any errors. In summary, the reported complaint of the autopulse displaying ua41 (patient temperature sensor failure) was noted on the archive data; however, the reported complaint could not be verified during functional testing. There were no device deficiencies found during evaluation of the retuned platform that could have cause or contributed to the reported complaint. Therefore, the exact root cause of the ua 41 could not be determined. However, possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The front enclosure and battery lock were replaced. The temperature sensor was replaced to prevent the probability of reoccurrence of user advisory 41. The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) displayed user advisory 41 (patient temperature sensor failure) message that cannot be cleared out. No patient involvement was reported.